Event description:
Customer reported the nurse call lights went on and the alarm did not sound. Customer believes it is because of the sensor. Customer could not confirm which alarm was in use with the sensor. Customer reported using a new sensor with the alarm and the alarm functions properly. Customer reported a pt fell and the alarm did not sound. The customer did not provide a date when this occurred. No serious injuries were reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm that the sensor was causing the alarm not to sound. The sensor was received folded inside shipping box. The sensor triggered the alarm to sound when pressure was off the pad as expected and silent the alarm when pressure was on the pad. Dead spots were found on the edges of the sensor pad that did not trigger the alarm. Note: instructions for use state: to prevent damage, store sensor pad flat or hang by hole at either end. Never roll, fold, or crease sensor. (B)(4).